Event description:
2024-07-25: integrum has received information that axor (B)(6) has detached from the abutment. No further information is available yet and the unit has not yet been received at integrum. Date of event jul 2024, the exact date of event is unknown. Manufacturing investigation performed, the unit has been manufactured according to specification. 2024-08-13: unit and report form received with information about no health consequences or impact. 2024-08-23: technical investigation of received unit (B)(6) performed. During the investigation the device did not pass all functional test related to the gripping function and the clamps showed minor marks indicating that the abutment has not been inserted all the way into the axor during use. During service the clamps were replaced. The unit was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU.

Event description:
On 2024-07-25: integrum has received information that axor (B)(6) has detached from the abutment. No further information is available yet and the unit has not yet been received at integrum. Date of event jul 2024,the exact date of event is unknown,